Manufacturer narrative:
The reported complaint that the thermogard hq temp mgt console (sn (B)(6)) displayed mid:09 (air trap assembly) error message was confirmed during functional testing and archive data review. The root cause of the error message was due to a failure of the coolant block assembly, likely attributed to a failed component. During visual inspection, there was no physical damage noted on the console. Event log data review was performed and revealed mid:09 (air trap assembly) error messages; thus, confirming the reported complaint. The thermogard console failed the initial functional test due to a mid:09 error message, thus confirming the reported complaint. The coolant block assembly was replaced to address the error. Unrelated the reported complaint, no status leds illuminated on power up on the coolant block sensor printed circuit board (pcb), likely due to a failed component. The coolant block sensor pcb was replaced to remedy the issue. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard hq temp mgt console with sn (B)(6).

Event description:
While the zoll rep was conducting an in-service, the thermogard hq temp mgt console (sn (B)(6)) displayed mid:09 (air trap assembly) error message on the first power up. Multiple power ups were attempted but the mid:09 would not clear. The system was installed on 9/5. No patient involvement.